Event description:
The customer stated that he was hospitalized for high blood glucose levels with a reading of high of the glucose meter. The blood glucose reading at the time of the call was 420 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime test, but the customer did not have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.